Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported after implant of a left ventricular assist device (lvad), the extravascular (ev) lead sensing dropped. The physician suspected the thoracotomy moved the ev lead, but a macro dislodgement was not present on the thoracic x-ray post lvad implant. Additionally, oversensing of the lvad was noted on the ev implantable cardioverter defibrillator (ICD) memory. The patient was being closely monitored in the hospital with therapies turned off. The ev ICD system remains in use. No patient complications have beenreported as a result of this event.